Manufacturer narrative:
A steris service technician inspected the sterilizer and found the sight glass on the unit's steam generator had cracked, allowing water to leak out of the unit. The technician replaced the sight glass and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported a water leak from their 16" century sterilizer.